Manufacturer narrative:
Clinical conclusion: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of overfill, which warranted hospitalization. The specific etiology of the alleged overfill event(s) is unknown; therefore causality cannot be established. No treatment data was provided for the dates of the event, nor has the liberty select cycler been returned the manufacture for evaluation. Therefore, based on the information available, a contributory relationship between the liberty select cycler and the alleged overfill event cannot be excluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A serial number search found three previous complaints with "trng: soft alarm patient line is blocked" within 90 days of the notified date. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient contact for this (B)(6) -year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called technical services requesting a replacement liberty select cycler [as instructed by the peritoneal dialysis registered nurse (pdrn)] due to multiple patient line blocked alarms. Follow-up with the pdrn revealed the patient was hospitalized on (B)(6) 2018 for an alleged overfill event. The hospital course and discharge disposition of the patient are unknown. Additional information was solicited.